Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 mls of juvéderm® voluma¿ xc into the midface and 1 ml of juvéderm® ultra plus xc into the lips. Patient also concomitantly received 1 ml of versa in the lips. About 6 months later, patient experienced generalized swelling throughout the face and went to an emergency room where a CT scan was conducted. Per the emergency room healthcare professional, the product had migrated. Patient was referred back to injecting healthcare professional. Event is ongoing. Injecting healthcare professional has not provided treatment at this time.